Manufacturer narrative:
The insulin pump was monitored and no low battery alert was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was 363 mg/dl. The customer stated that she has gone through 3 batteries since she received the pump. The customer stated that she is on her third day and the battery cap has been replaced. The customer stated that she received a low battery alert within 10 minutes and the pump died. The customer stated that the battery currently in use is (B)(6) alkaline battery. The customer stated that the battery did not last more than a week. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.